Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b5lt instrument was received with the sleeve damaged. Upon visual inspection, it was noted that the tip of the sleeve was melted. Due to the deformation of the sleeve it appears that the material is missing, however it was observed that this type of damage is consistent with the one produced by an energized device and due to this condition the plastic from the sleeve was displaced around. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices.

Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, the surgeon noticed that the tip of device sleeve looked broken. It looked like a part was missing but they did not find a part in the patient. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Photograph. Additional information was requested and the following was obtained: rep said she observed that device appears to have a hole in tip of device and is possibly melted. Photographic analysis: based on the photographic evidence, the event description of a damaged sleeve can be confirmed. The likely cause of the missing material is application of an energy device to the sleeve. Device analysis should be able to provide the evidence necessary to confirm the cause of the issue.